Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/16/2016 that on (B)(6) 2016, that the patient experienced a skin reaction around the sensor patch. The sensor was inserted at the arm on (B)(6) 2016. The reaction was described as really red, in circle, a bump, with puss. Affected area was treated with glenmark cream prescribed for an unrelated issue. The date of the prescription is unknown. Patient's mother stated that she contacted a doctor to ask if the cream can be used to treat the reaction and the doctor said it was fine. At the time of contact, patient's rash continues. At the time of contact, patient's rash is not healing. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.